Event description:
We received a report of an es nail breaking in (B)(6). The reported indicated a screw was left out of the center hole where the break occurred.

Manufacturer narrative:
This product was not returned, efforts to gather information such as part and lot number was not responded to. Based on the information that was initially sent a hole where a screw should have been placed was left empty, this is where the brake occurred. For the type of fracture seen on the x-ray a regular long nail should have been used not an es nail.